Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced four events of kinked cannula in the week of 25-feb-2025. The site of insertion was abdomen. Patient noticed symptoms within three or more hours of insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 4.